Manufacturer narrative:
The hakim valve was not returned for evaluation (as per customer, product not available). Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, the possible root cause for the issue reported by the customer ¿could be due to biological debris interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports (same patient, different products) other mfg report number: 3013886523-2021-00519. A physician reported a hakim valve was implanted in a (B)(6) year-old patient on (B)(6) 2004 via unknown shunt and unknown setting. The valve was replaced on (B)(6) 2020 due to an unknown failure. No additional information available.